Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was using third party charging supplies. No additional information was known or reported.